Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while stapling the stomach, the device had a poor staple formation at the distal part of the reload, it was not that good due to the thread that was not cut and did not free totally the reinforced lining of the reinforced reload. There was a slight tissue damage as the distal part of the staple line was not as smooth as it is normally. The surgeon had to used scissors to cut it and they cut the distal part of the reinforced lining, since it was not stapled properly. There was no patient injury.